Event description:
Affiliate in france reports the distal portion of the vein stripper broke and stayed together with the olive in the patient's vein. The procedure was deplyaed while the surgeon made another incision in order to remove the broken portion of the device.